Manufacturer narrative:
Patient code: (B)(4) fixed dilated pupil, secondary surgery, lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.2, -9.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for another lens due high pressure and fixed dilated pupil. The bag was also needed to be reformed. The patient's current condition is that the eye has a bit of edema but is overall fine with the surgery.

Manufacturer narrative:
Device evaluation: the lens was returned in a liquid inside a lens case/ vial. Visual inspection found a piece of lens haptic missing. Method: no additional similar complaint type events were found within the associated lot. (B)(4).